Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005471919.

Event description:
It was reported a consumer used quantity of 5 from a sample pack of 10 sent to him. States they feel like upon removal they felt "glued to his urethra." He is following ifus to prepare and uses this gc glide catheter right away after preparation by activating water sachet prior to inserting to drain his bladder. He said it takes him about 1 minute 15 seconds for him to drain bladder and remove but when he goes to remove the catheter it feels like it is somewhat "glued to urethra" and it is "unpleasant" to remove it from entire length of urethra.